Event description:
Pt reported a problem with one of the ms3 pumps (sn (B)(4)) due for maintenance 7.15.16: cartridge would not load after several attempts. He was able to load the cartridge successfully using the backup pump and requested replacement for first pump. Dose or amount: 29nkm. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2014 to present. Reason for use: pah.